Event description:
Device #2 of 3: reference MFR. Report: 16271487-2017-04580 and 16271487-2017-04583. Follow up information identified the patient underwent surgical interventions on (B)(6) 2017 where the leads were removed and replaced. Postoperatively the patient is receiving effective stimulation.

Manufacturer narrative:
St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device #2 of 3: reference MFR. Report: 16271487-2017-04580 and 16271487-2017-04583 the patient is implanted with 2 leads (model 3166) with the same lot number (4155048). It was reported the patient is no longer receiving effective stimulation from the pns system. X-rays were taken and a scs trial is pending to address this issue.